Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Just for clarification, the device fired ½ of the staple line. Was the staple line and cut equal? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during an unknown procedure, the device described as firing 1/2 staple line. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired and in good condition. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.